Manufacturer narrative:
The customer stated to bci customer technical support (cts) that the original samples were analyzed through the closed tube aliquotter (cta). Qc has been within the customer's established ranges for the past 30 days. A routine system check performed on (B)(6) 2011 passed within instrument specifications. A field service engineer (fse) was on-site (B)(4) 2011 for this event. Fse verified instrument operation and no issues were noted. Fse ran several tests on the access 2 and the cta and all test results were acceptable.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding "no value" free t4 (frt4) results for four patients. Subsequent testing produced results within the normal reference range for all four patients. Upon repeat, the results were 1.00, 0.66, 1.03 and 1.01ng/dl respectively for the four patients. The customer did not report affect to the patient or user attributed or connected to this event.